Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. No traces of blood were found on the adhesive pad, soft cannula or formed needle. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Patient removed the pod due to high bg levels and stated that he was bleeding from the infusion site. When removed from the site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied and a manual injection of insulin was delivered.